Manufacturer narrative:
Unknown event date of the month of (B)(6) 2019. D2: additional product code: ove. Reporter is a synthes employee. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number, the device history records review could not be completed as no product was received. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the star head was broken off during the initial insertion. The procedure was completed successfully and there is no delay. There were no adverse consequences to the patient. This is report 6 of 6 for (B)(4).

Event description:
Updated: concomitant devices reported: unknown handle (part# unknown, lot# unknown, quantity 1), unknown holding sleeve (part# unknown, lot# unknown, quantity 1), unknown screw (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3 unknown date in 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.